Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as tired, not feeling well on (B)(6) 2019 with blood glucose level was above 227 mg/dl. Customer stated that they went to emergency room due to insulin pump issue. The customer blood glucose level was 200 mg/dl at the time of incident. Customer experienced symptoms such as not feeling well high blood glucose balancing issue arm shaking. The customer was assisted with troubleshooting. The customer was treated with emergency room, used insulin pump in the hospital for high blood glucose. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer reported that they perform high pressure test and result was unable to do. The customer stated that the insulin pump had insulin flow blocked alarm during basal. The insulin pump will not be returned for analysis.